Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded and had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from pinhole leak in the balloon material approximately 8mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands of the device which could have contributed to the complaint incident. A visual and microscopic examination identified that the distal tip was slightly indented, this damage is consistent with the tip being pushed against a restriction such as a lesion. No issues were noted with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-may-2018. A 8.0 x 40 75cm mustang¿ balloon catheter was received with no issues reported. However, upon review of this device, a balloon pinhole was noted.